Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtwb10, (imp,tsv,4.7,10,mtx,mg) for evaluation. Visual evaluation was performed, signs of use was identified. The implant had bone debris on its internal and external threads. No damage or signs of malfunction that would have contributed to the event. Device history record (DHR) review was completed for the subject lot number 1258714. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1258714 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k101880.

Event description:
It was reported that the implant at tooth site 36 was removed due to the proximity between the implant and the nerve. The following process was performed: exodontia at tooth site 36; distal root milling following sequence; 4,7x10 implant placement with poor stability and placement of autologous bone recovered in milling with slow-absorption membrane. Two days later, it was reported paresthesia and inflammation caused by the proximity between the implant and the nerve. The implant was removed and a smaller one was the placed without complications. Slow resorption membrane and autologous bone were also replaced.